Manufacturer narrative:
Philips service replaced the legacy no. 6 power supply adapter and ups and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the legacy system experienced a power failure and did not turn on on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.